Event description:
Device misfired and the surgeon had to manually release the device from the tissue. The tissue was not cut, but the device was locked/"frozen" and would not open. Another handle was retrieved. No injury occurred to the patient.